Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The obturator was analyzed and found to be broken at the base of the handle. The top of the shaft measuring approximately 0.397" in diameter was returned. The complaint was confirmed by failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) cde/qie. The following additional information was provided: the image shows the top of the obturator separated from the obturator shaft so it can be confirmed that the obturator is broken. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the accessory or inadvertent collisions with hard surfaces during handling or usage. Improper cleaning during reprocessing, such as prolonged exposure of the accessory to harsh cleaning agents, can lead to cracking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the blunt obturator accessory involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the obturator blunt was broken. A backup instrument was used for the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. When they opened the sterile packaging to use the instrument, it broke. It was not used on the patient. No fragment fell inside the patient. The procedure was robotically completed. No patient injury or harm.